Event description:
It was reported that the battery voltage was 2.82v in (B)(6) 2009 and during follow-up in (B)(6) 2010, telemetry with the device could not be established due to possible early battery depletion. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.